Event description:
It was reported that the blade broke at the blade mount during a total knee procedure. It was further reported that the pt was closed up and an x-ray taken in the o.r. It was reported that pieces of metal were sited. It was further reported that the pt was reopened and the pieces of metal removed.

Manufacturer narrative:
Device not returned for eval. Work order documentation reviewed and all specs were met.